Manufacturer narrative:
The customer reported that upon changing their tpn line they noticed brown precipitate in the filter on one of their babies. One photo was provided by the customer for quality evaluation. Review of the photo provided shows that there are dark brown streaks within the filter body. The customer complaint of foreign matter was confirmed. The root cause for the failure could not be determined because a physical sample was not provided. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: 10010454 batch #: unknown (lot number - 1023075397 mentioned by customer) it was reported by customer that upon changing their tpn line they noticed brown precipitate in the filter on one of their babies. Verbatim: complaint received via email. Email(s) attached. Incident or problem information: ahs mdip reference number (ID): 33865 date of incident (yyyy-mm-dd): 2023 (B)(6). Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: upon changing our tpn line we noticed brown precipitate in the filter on one of our babies. Who was affected? Patient. Frequency of problem: recurring. Device information: device name/description: set alaris pump lo-sorbing dehp-free 0.2 micron filter 1 smartsite valve 115 inch pv 26ml. Manufacturer: carefusion. Manufacturer code/model: 10010454. Serial or lot number: (B)(6). Expiry date: 2026-07-20. Supplier: (B)(4). Supplier catalogue number: al10010454. Is device retained: yes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had foreign matter in the pathway. The following information was received by the initial reporter with the verbatim: upon changing our tpn line we noticed brown percipitate in the filter on one of our babies. Who was affected? Patient. Frequency of problem: recurring.